Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer blood glucose level was unknown. Customer also stated that the insulin pump had random no delivery alarm, buttons are harder to push and insulin pump requires a rewind after inserting new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces and partial unlocked lcd keypad connector noted. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify low battery alert, prime/fill anomaly and rewind anomaly due to buttons not responding. Device received with cracked battery tube threads. (B)(4).